Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (unselect health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the image blackout occurred because electrical communication was not performed properly due to faulty connector socket. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen blacked out occasionally, when moving the light source socket. The image was dark. And while, moving the dimming cable, there was unstable brightness change. Additionally, the video connector socket of front panel had poor contact. The issue occurred, during preparation for use in an unspecified procedure. There were no reports of patient involvement nor harm.